Manufacturer narrative:
The system was examined and the reported system message (sm) was confirmed (via event log review). To resolve the system message, the component was replaced. Additional diagnosis of the system revealed, that the aberrometer cameras were out of alignment and were subsequently replaced. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause can be attributed to aberrometer camera alignment. How or when the cameras alignment became nonconforming is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported cylinder values are not correct. Additional information requested.